Event description:
A vaxcel mini port was being implanted for therapeutic purposes in 2006. During insertion, the peelable sheath started to peel on the perforation at first but then part of the sheath broke at the tab. The physician needed to grab the remaining sheath with hemostats in order to finish placement. The procedure was successfully performed and the pt's outcome was classified as good. There was no indication from the complainant of any adverse affects to the pt as a result of the reported malfunction.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. This complaint remains inconclusive. The customer did not return a sample, without receiving the product for eval, we are unable to definitively determine a root cause for this incident. The device history record on the reported lot 1117451 appeared normal and no quality related issues were noted at the time of incoming inspection or packaging. There have been no previous complaints reported for this lot. The following process controls are in place: incoming inspection of peelable introducer sets- a verification that the sheath properly breaks at hub and separates into two complete pieces when wings are pulled apart and a tensile peel test aql is performed on each supplier lot. In addition a visual aql is performed for the following: verify that the peelable sheath is intact with no splits, cracks, or other obvious defects, verify that the hub does not contain any splits, cracks, deformation, or other obvious defects, verify that kinked or crimped tubing that would affect functionality is not present and verify that no irregular taper of the tubing exists. Boston scientific corporation will continue to monitor for trends and future complaints of this nature for this product.